Manufacturer narrative:
Date of event not provided by the complainant. Product expire date unk as lot number not provided by the complainant. Surgeon name not provided by the complainant. Product manufacture date unk as lot number not provided by the complainant. Conclusions - root cause inconclusive due to lack of details provided by the complainant. This MDR is related to MDR 1835959-2013-01589. Investigation into this claim has included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified cook manufactured product's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.

Event description:
The pt was reportedly implanted with an unspecified cook manufactured product on (B)(6) 2008, at (B)(6) hospital in (B)(6), to treat her chronic pelvic pain and stress urinary incontinence. The pt and her attorney have alleged that as a result, the pt has suffered pain and injury. Reportedly, due to ongoing pain, the pt required a "vaginal mesh" revision surgery on (B)(6) 2008 in which another unspecified cook manufactured product was implanted. The pt's pelvic pain continued and she had a second revision surgery on (B)(6) 2008, by dr (B)(6), in which portions of the "mesh products" were removed and other portions were reportedly unable to be removed due to being deep into the pt's tissues. The following info was not provided by the complainant: specific correlation between device performance and alleged injury, current pt status.